Manufacturer narrative:
Results: the benchmark delivery catheter (benchmark dc) was fractured approximately 19.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the proximal shaft was fractured. This type of damage typically occurs due to improper handling during use. If the device is manipulated with force against resistance during removal from the packaging or preparation, damage such as this may occur. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter (benchmark dc). During the procedure the physician advanced the benchmark dc in the patient and injected contrast, however nothing showed up in the patient's vessels. Upon removing the benchmark dc from the patient, the physician noticed that it was broken/fractured. The procedure was completed using a new benchmark dc. There was no report of an adverse effect to the patient.